Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received healthcare professional (hcp). It was reported that the cause of the burning pain/leg pain, etc was t10-t11 fracture leading to paraplegia. Bupivacaine was 7.5 mg/day via intrathecal pump. The issue had not resolved. Patient was no longer responding to bupivacaine: dose was set to 14 mg/day causing ve numbness. Dose was down to 4 mg/day- no change in pain level at any dose. No further complications were reported. Additional information was received from a healthcare professional (hcp). It was reported that the t10-t11 fracture -> paraplegia was not related to the pump or therapy. The t10-11 fracture -> paraplegia was caused from a (B)(6) injury where the patient was crushed. The pump was implanted for the pain the patient experienced from the injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving bupivacaine, unknown concentration at 0.1 mg/day dose via intrathecal drug delivery pump for other chronic/intract pain (trunk/limbs) and spinal pain. It was reported that the bupivacaine in his pump had stopped helping him. He had burning pain in his legs. If the dose was too high his arms went numb so they lowered the dose. Right now, he was in a lot of pain. He had been complaining for years asking them to find him a different medication. No further complications were reported.